Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and an occlusion alarm occurred. The supplies were changed to address the event and insulin delivery was resumed. Customer's blood glucose was 212 mg/dl.